Manufacturer narrative:
The standard wishbone assembly (4020) was returned for evaluation: failure analysis: upon inspection of the returned unit, it was discovered that the arms indeed moved in the locked position. Preventative maintenance and replacement of worn parts were required. Root cause analysis: complaint confirmed. Based on the evaluation by integra service and repair, the root cause was most likely due to insufficient routine preventive maintenance. Based on this evaluation, root cause determination, and risk assessment, no further action or investigation is planned.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the arm of standard wishbone assembly (4020) was not holding properly; it was rotating. Once the wishbone frame was locked, it is meant to stay locked; however, the wishbone frame moved. A 30-minute delay in surgery occurred as the surgeon had to wait for another retractor. A new retractor frame was opened, and the surgeon told staff that the replacement retractor was also moving; however, the surgeon used that frame because there was no replacement available. It was indicated that the replacement retractor did not contribute to a delay in surgery. No adverse event was reported.